Manufacturer narrative:
The device was not returned to the manufacturer for further evaluation.

Event description:
It was reported that, on an unknown date, the user facility ran a test in the biomed mode of the involved plum 360 to force distal air in line for the plum set running at 1 mls per hour. The test was reported to have resulted in a 3cm bubble within the tubing without a device audible alarm. The reporter also stated that the average height of the pump on the pole in relation to the patient could be anywhere from 6 inches to 2.5 feet above the patient, depending on how many drips are hanging. It was further reported that a stiffer portless tubing was then used but it did not seem to make a big difference. The event was reported to have initially occurred during an insulin infusion. No filter and extension set was used and the facility does not add extra needleless connectors to attach the primary set to the patient. The time between the drug being compounded by the pharmacy and delivered to the patient was 15 min to 1 hour and the approximate range of infusion rates when distal air-in-line occurs was 1.5 to 15 ml/hr. The first occurrence of distal air detected by the clinician is reported to be 1hr to 10 hrs within the start of the patient infusion. There was no patient involvement and no harm reported.